Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54 mg/dl compared to readings of 222mg/dl mg/dl respectively obtained on a healthcare professional meterand the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was x days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch; no issues were observed. The watermark was observed at the base of the sensor tail indicating the sensor tail was inserted properly. The sensor date was extracted successfully using an approved software. The sensor was found to in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. The de-cased sensor revealed poor soldering on the battery during inspection of the printed circuit board assembly (pcba). Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. Observed the returned sensor's poise voltage values within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery; therefore, this issue is not confirmed. An extended investigation was conducted. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution.